Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. Because the sample was not returned, there is not enough evidence to determine what could cause this event, however the product specifications were reviewed in order to identify the possible root cause for the reported issue. Based on the limited information provided by the customer, the exact root cause of this event is not determined. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A formal corrective and preventative action (CAPA) has been opened in order to address the issue. No additional actions were required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per manufacturing procedures, manufacturing performs a 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the catheter had to be repaired due to hair cracks at the adapter. The patient is doing well.